Event description:
Customer reported to horiba medical (horiba) that they found blood on the piercer area and there was fluid leak below on the chamber guard of their abx pentra xl80 hematology analyzer (pxl80) which was contaminated with blood. The leak was contained within the instrument. No one was injured or splashed as a result of the leak. No erroneous results were generated in connection with this incident. The customer decided to shut down the system and requested service. A horiba medical field service representative (fsr) was dispatched to determine if the instrument was malfunctioning. The fsr reported that the rinse block appeared to be leaking. The fsr replaced the rise block assembly and verified that all instrument settings were correct and that the quality control (qc) check passed. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this event. Per labeling, horiba medical urges operators to wear suitable protective laboratory attire when operating or maintaining abx pentra xl80 hematology analyzer (pxl80).